Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7114770/7114601.

Event description:
It was reported that the ipg was visible in the skin due to patients weight loss. The patient underwent a revision procedure wherein the ipg was replaced and implanted deeper. During the procedure, a contact was damaged, the lead had high impedance and was possibly fractured. The patient was doing well postoperatively. The explanted ipg was discarded by the medical facility and the leads remain implanted.